Event description:
Pt on ventilator; vent went "inop" while on pt. Pt removed from ventilator and manually ventilated. Rt and rn at bedside when malfunction occurred. There was no harm to the pt. Ventilator sent to biomed dept for eval; ran a full function test and passed. Passed ground fault test. Passed est. At end of testing, inadvertently moved the communication cable on back of vent and alarm went off. The gui cable was replaced. No further issues.